Event description:
While performing a low anterior resection of the colon, the device in question once fired, failed to cut the tissue. The device was removed, anastomosis refashioned, and a second, identical device employed. Again, device tore the tissue rather than severing it. Pt needed a colostomy as a result.